Event description:
The user facility reported the vitrectomy cutter stopped but continued to aspirate. There was no patient impact or medical intervention required.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. There are no trends for the reported issue related to 23 ga. Bi-blades. The product will not be returned so unable to investigate further for root cause. Report 1 of 3, see related medwatch report numbers: 0001920664-2020-00167, 0001920664-2020-00168.